Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead moving was unknown. It was unknown what actions/interventions were taken to resolve the issue. The rep reported that the issue wasn¿t resolved. The rep also reported that the devices had been removed. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the hcp called to notify the rep that the patient was undergoing a procedure unrelated to the stimulator and noticed on x-ray that the top of the lead was at t7. At the time of the implant, the lead was at t8. The hcp will follow-up with the implanting surgeon. The issue was not resolved at the time of the report. Patient's weight was asked but unknown and was not going to be made available. The event date was unknown. No symptoms were reported and no further complications were reported/anticipated.